Event description:
A physician attempted to use a graftmaster stent to seal a perforation in the coronary artery at the side of a stented graft. The stent would not pass through the pt's tortuous anatomy and was removed. The physician then attempted to place a smaller graftmaster stent but could not reach the perforation. The perforation was sealed using a dilatation balloon. After the perforation was sealed the pt was said to be hemodynamically stable. This medwatch form is for the second graftmaster stent used.

Manufacturer narrative:
The device was not returned, however, the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.